Event description:
It was reported that [description of issue] occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of [description of issue] is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required to the b5 statement. It was reported that an issue with the sensor occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of an issue with the sensor is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.